Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's current blood glucose value was of 400 mg/dl. Customer had no delivery and motor error. Troubleshoot was performed for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was not returned for analysis.